Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced swelling and infection of the skin over the internal magnet. The recipient was prescribed antibiotics and anti-inflammatories, and instructed not to utilize the device. After the infection subsided, the internal magnet was noted dislocated. The recipient underwent surgery to replace the internal magnet.

Manufacturer narrative:
The recipient was prescribed ceftriaxone (1 gm) for 5 days and another course of ceftriaxone (1 gm) for 10 days. The recipient was hospitalized for 3 days. The recipient is reportedly doing well and the recipient's device has been activated.

Manufacturer narrative:
The recipient reportedly underwent magnet replacement surgery on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. The recipient was last reported to be doing well. This is the final report.